Event description:
It was reported that the patient was dissatisfied with the position of pump of this artificial urinary sphincter. A fluid leak was identified in balloon from pelvic bone spur. The entire device was explanted and replaced. No patient complications were reported.